Manufacturer narrative:
Update (B)(6) 2025: during the index procedure the right arm venous outflow intra-graft segment was treated. The right arm intra-graft segment was also treated in the subsequent procedure. Ae term updated to: thrombosis in arteriovenous graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in.pact av access balloons were used to treat the right arm venous outflow. One in.pact av access was used later to treat right arm. Approximately 23 months post procedure patient suffered thrombosis in arteriovenous fistula. Physician unable to complete previous hemodialysis due to clot. Angiography performed demonstrated in-stent thrombosis. Thrombectomy was performed using a cleaner device. Fogartry balloon used to pull arterial plug. Angioplasty using 6 x 40 mustang was performed near brachial anastomosis. Repeat angioplasty demonstrated opacification throughout inflow without residual stenosis. Successful de-clot of right upper extremity av brachio-axillary graft. Target lesion, venous outflow, involved in procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.